Event description:
It was reported that bd luer-lok¿ syringe had foreign matter. The following information was provided by the initial reporter: it was reported fm-other. Verbatim: per customer's response on (B)(6) 21. 1. We do not have better photos (we took 38 and the ones sent were the best we could get. It is a round syringe with glare so quality could not be improved). When they opened one of the sterile syringes below, it had a yellow substance on the tip so they were concerned about using it. It's a yellowish substance that was visible through the plastic packaging so it was there when sealed up.

Manufacturer narrative:
H.6. Investigation: ten photos and one loose 10ml syringe (p/n 302995) with customer attached tip cap were received. The sample was visually evaluated. The sample appeared to have been heavily manipulated with tape and a pink label applied near the barrel flange. The collar was examined for the foreign matter mentioned in the complaint and was not visible during visual evaluation. The photos received showed the syringe from several different views filled with an unknown medication and views of the syringe tip. The foreign matter was not able to be identified in any photos or during sample evaluation. The reported condition could not be confirmed in the sample or photos received. Therefore, a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter additional email address: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter. The following information was provided by the initial reporter: it was reported fm-other. Verbatim: per customer's response on (B)(6) 21 we do not have better photos (we took 38 and the ones sent were the best we could get. It is a round syringe with glare so quality could not be improved). When they opened one of the sterile syringes below, it had a yellow substance on the tip so they were concerned about using it. It's a yellowish substance that was visible through the plastic packaging so it was there when sealed up.